Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that vancomycin 190.5 mg in 25 ml of d5 was infusing as a secondary line . The nurse noticed the secondary IV back flow into the primary and quickly stopped the infusion. There was no report of patient harm. The event occurred pediatric ICU.

Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary was confirmed. Functional testing confirmed back flow, indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the reported event was not identified.

Manufacturer narrative:
Additional information provided from customer's medwatch.

Event description:
Received a copy of the customer's medwatch report from the FDA which states; patient had primary IV tubing into a 500ml bag of 0.9% ns with a secondary tubing attached to vancomycin 190.5 mg indextrose 5% 25ml IV piggyback. Rn noted per incident report: "backflow issue of secondary IV bag back flowing into primary tubing bag." Rn stopped administration and removed pump, tubing, and bags from patient and sent to biomed. No harm came to patient.